Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported there was a problem with the patient programmer (pp); a wet, dropped, or crushed unit was reported. The pp was damaged/broken. The patient further reported that their estranged wife threw the recharger up against the wall and it was damaged/broken. It was further noted that the patient wished to have the implantable neurostimulator (ins) removed but his physician no longer worked where he called. The patient was going to try calling again. It was reviewed with the patient that if they decided they would like to continue with therapy and had the damaged equipment they could be sent to repair. The potential for ins overdischarge was discussed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. (B)(6) 2015 crts 3310745 (con): the consumer reported a loss of therapy. The patient wanted to find the price of his external equipment that his wife broke. The patient reported his implantable neurostimulator (ins) had been removed because his equipment was broken and he couldn't use it. The patient was to follow up with the health care provider (hcp). Patient services was redirected back to the original hcp or insurance company. The patient stated the hcp was no longer there. The patient stated "my wife broke both my devices, I got no choice to do this, at this point I am trying to deal with the pain, its getting worse but right now I am dealing with what I've gotta deal with because I can't afford things." Medical history includes complex reg pain syndrome type I. If additional information is received, a supplemental report will be submitted.